Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Implant date is estimated to have occurred in (B)(6) 2018.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. Additionally, the device was electively explanted and replaced during the procedure for the rv lead. The patient was stable.